Event description:
Healthcare professional reported right side rupture confirmed during surgery. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: unable to observe openings on the provided photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12jul2024.

Event description:
Healthcare professional reported right side rupture confirmed during surgery. The device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as surgical impact opening. Shell thickness was within specification). As per the investigation procedure non-penetrating nick and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported, right side rupture. Confirmed, during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed during surgery. The device has been explanted.